Event description:
The company was informed that a total hip arthroplasty patient had dislocated the operative hip, which was revised on the date of event. The patient had also received a revision three months prior on (B)(6) 2013, after falling and dislocating the hip.

Manufacturer narrative:
The patient's fall occurred 3 days post-operatively after the index total hip replacement procedure. The location of the acetabular cup was disturbed, causing the dislocation. The surgeon replaced the cup with a cup one size larger, and used three screws to fix the cup in place. The surgeon who performed the subsequent revision consulted with the surgeon who had performed the original procedure, and the two surgeons concluded that the choice of the high wall style liner may have contributed to the dislocation. The surgeon replaced the high wall liner with a neutral liner, and also replaced the femoral head component to fit with the liner. The surgeon could not dislocate the hip joint after implanting the new components, even through an extreme range of motion.